Event description:
It was reported, that a malfunction alarm occurred. Reportedly, the pump was exposed to an airport security x-ray machine, prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 385 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s, t:slim x2 with control-iq user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray, and your pump should not be exposed to them. Notify the security agent, that your pump cannot be exposed to x-ray machines. And request an alternate means of screening.